Event description:
It was reported that the device was used during an unknown procedure. It was reported that the clips were not forming properly and falling off the vessels. There was no consequence to the patient.